Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that minimum fill notifications intermittently occurred after filling a cartridge with 250 units of insulin across multiple cartridges. Customer's blood glucose level was 230 mg/dl. Reportedly, the customer loaded a new cartridge and resumed insulin delivery to resolve the issue.